Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04627 / 04628).

Event description:
It was reported that patient underwent an initial left hip arthroplasty on (B)(6) 2006 and an initial right hip arthroplasty on (B)(6) 2006. Subsequently, patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of pain, metallosis, and fluid build up in the tissue surrounding the joint. The head was revised with a ceramic head and a liner was implanted. Patient further reports that a revision procedure for the right side has been recommended; however, a revision on the right side has not been reported.